Event description:
It was reported "patient came to clinic and ¿was bleeding from the PICC¿. Per parent-red lumen not working. On assessment- the red lumen is cracked at the connection of the tubing to the red hub. The line was open, but able to secure with clamp above the break. Patient¿s mom noted the red. It was stated the line was removed and replaced." Placement date: (B)(6) 2021. Explants date: (B)(6) 2021. Placement info: placed by interventional radiologist. What type of catheter securement was utilized: statlock.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0020 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same complainant.